Event description:
It was reported patient was fighting the ventilator, ECMO flows were fluctuating and preset alarms were triggered. The perfusionist responded to triggered alarms by changing the blood flow rate. An "error message appeared on the upper screens, 'head" message appeared on the lower screen. The pump stopped pumping. Immediately converted to hand-cranking. Console power turned off. Waited approximately one minute, console powered up, passed self check and resumed pumping. (B)(4). MFR #8010762-2015-00321.